Manufacturer narrative:
(B)(4). The hex tip was conforming to print specifications where measured, and the hardness value was within print specifications. No additional complaints have been received against this manufacturing lot. This device was used for treatment. The device was manufactured in february of 2012 and has a potential field age of 3 years to date. The fracture likely occurred due to the tip experiencing an excessive amount of torque; however, the exact cause of failure cannot be determined conclusively. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the hex head driver tip broke off during cup screw placement.